Event description:
It was reported that a carelink transmission showed a ventricular high rate episode with short (non-physiologic) v-v intervals, which could indicate oversensing. The rv (right ventricular) lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.